Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: remove the bit, it got out but without the tip because it got attached in the bone and should had to be took out with a tweezer. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on drill, reuse of disposable drill, starting and stopping drill, pulling drill out of bone without running drill, or 5) moving drill guide during drilling. (B)(4).

Event description:
It was reported the tip broke off, all pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip broke off, all pieces were retrieved from the patient.